Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. As the case at hand was taken from a study it is not suspected that the device or additional information is being submitted for review. A technical investigation was not possible to perform, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows: event description: it was reported that in a study, 2 patients which were implanted with a v-tek plate had a cortical fissure, which was fixed with cerclages. Review of received data: no medical data relevant to the case has been received. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. The journal article's author will not provide any further information. Product evaluation: no product was returned as they remained implanted. Review of product documentation: document review could not be performed due to unknown product identification. Device purpose: this device is intended for treatment. Conclusion: it was reported that in a study, 2 patients which were implanted with a v-tek plate had a cortical fissure, which was fixed with cerclages. Based on the investigation the reported event cannot be confirmed. No product identification or medical documents like x-rays have been received, therefore no deeper investigation can be performed. Due to significant lack of information a detailed investigation could not be performed, nevertheless based on the given information there is no indication of a nonconformance or complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays but received other source documents for review. The device has not been received for investigation as the patient has not been revised. As no lot number was provided, the device history records could not be reviewed. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Item and lot numbers unknown.

Event description:
Journal article reported that 2 patients experienced cortical fissure, afterwards fixed with cerclage wires.